Event description:
It was reported that the insulin pump alarmed motor error during normal use. The caller stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. The insulin pump was received with motor error alarm stuck in bolus delivery loop. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Cracked case on lcd display window corners. Cracked reservoir tube noted during visual inspection.